Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was implanted. The next day the physician went in to reposition the lead, the helix tip broke off, this lead was discarded. The physician implanted another (4269).